Event description:
It was reported that the fiber had a rupture. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm a rupture of the fiber as reported clinically. However, analysis did identify a glue failure. The metal cap exhibited severe charred debris adhesion, indicative of tissue contact. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that the fiber had a rupture. The procedure was completed with another of the same device same lot number. There were no patient complications.